Event description:
The customer contacted beckman coulter, inc (bci) on (B)(6) 2008 in regards to erroneously elevated accutni results generated on the access 2 immunoassay system for one pt on (B)(6) 2008. The pt sample was retested and the results were within the normal reference range. The initial erroneously elevated results were reported outside the lab. There are no reports of any adverse pt consequence or change to the pt's treatment. There are no indications of any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
The field svc engineer (fse) was on site on (B)(4) 2008 to investigate the event. The fse inspected the instrument and tightened up pipettor alignments and the mixer speed. Further investigation lead to the discovery of contaminated substrate. The fse decontaminated the substrate and verified repairs per established procedures; all the results met the established performance specification. No definitive cause could be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.